Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the device reached end of service (eos) and there was a message indicating excessive charge time. Early battery depletion was suspected with the device. In addition, possible undersensing was exhibited with the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD)&#1473;s replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.